Event description:
It was reported that following implant of the patient's atrial aveir leadless pacemaker (lp), interrogation confirmed no capture at max output and no sensing. A chest x-ray confirmed that the lp had dislodged and traveled to the base of the right atrium/inferior vena cava junction. The patient was brought back for leadless pacemaker retrieval. The pacemaker was successfully retrieved. The patient is stable.